Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a leak test on a laparoscopic duodenal switch, it was stated that the stapler was able to fire however the bottom reinforcement did not hold and a leak was noted. The staple line was over sewn as a result of the event malfunction.